Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the device doesn¿t meet the criteria for MDR reporting and therefore this is the last report that will be submitted. The device reported in this complaint was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as mdrs. Manufacturer's contact phone: (B)(6). Manufacturer's site phone: (B)(6). Manufacturer's site fax: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left side breast implant rupture, silicone in lymph nodes, visible deformity, and sharp pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient with unknown age and race underwent unspecified breast augmentation with unknown gel implants and was presented with left side breast implant rupture, silicone in lymph nodes, visible deformity, and sharp pain. As a result, the device will be explanted on (B)(6) 2019.